Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error occurred. It was noted that the main printed circuit board (pcb) was contaminated, output connector assembly was broken, hanger assembly was contaminated, upper case was broken, keypad flex was contaminated, encoder assembly and four knobs were contaminated, lower case was contaminated, display was contaminated, display frame was contaminated, four encoder nuts were contaminated, and one main pcb screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection, an error code displayed on the external pulse generator (epg). The epg was returned for service. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.